Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the calcar plainer is dull and needs to be replaced.

Manufacturer narrative:
Product complaint # ==>(B)(4) investigation summary ==> the device associated with this report was not returned for analysis. Photo evidence was insufficient to confirm the complaint. The visible cutting edge on the photo appears to be chipped. As the device was not returned, dullness cannot be confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> a worldwide lot specific complaint database search, or device history record (mre) review, was not possible because the required lot code was not provided.